Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator ¿does not carry out the test because it does not detect the battery. The battery is completely dead; it does not turn on any led.¿ there was no reported patient involvement.

Manufacturer narrative:
The customer was given part number and pricing for a replacement battery and was informed that there is a global ship hold.